Event description:
The pt was hospitalized for severe hypoglycemia which reportedly resulted in permanent neurological impairment.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. It was reported to animas that the pump history indicated that the pump delivered an unprogrammed amount of insulin following a battery change and motor rewind. The pump is designed to issue a notification to the user to disconnect from the infusion set when the rewind option is selected from the pump menu. The user must then manually select go / rewind in order to complete the rewind sequence. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.